Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. After restarting the device, the error no longer occurred. The unit passed all the functional and safety checks to the factory specifications. The iabp unit has been returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior patient use the cs300 intra- aortic balloon pump (iabp) had a failed upper folding monitor and became dark during the preparation phase. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).

Event description:
N/a.